Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022, reported as "late last week." The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked; further described as "the top of the cassette was wet." This was noticed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.